Event description:
Number 27 inner sheath of co vapor vaportrode resectoscope plastic tip broken off durring insertion into penis while performing vaportrode turp. Broken piece seen upon video floating in bladder. Retrieved from bladder with alligator instrument. Completed piece to sheath retrieved.